Manufacturer narrative:
The instrument was found to have one bent grip, causing misalignment of the grips. There was a .027¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Common causes of the failure mode bent instrument grips tips are attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that the force bipolar instrument's wrist was dislocated. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no unexpected tissue removal. The procedure was completed robotically. There was no injury to the patient. The instrument was inspected prior to use and no damage was observed. No abnormalities were noted with the instrument.